Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the sieve beds leaking.as stated on the repair statement additional malfunction on this device: short circuit in the power switch control panel.